Event description:
Drug/diluent: unk, fill volume: 270 ml, flow rate: 5 ml/hr, procedure: right total knee replacement, cathplace: lateral compartment. Resident (dr patel) called due to catheter break. Catheter was stretched and very thin at the breakage point and broke off right after the four dots marking. Pt had a total right knee on (B)(6) 2012 and had to go back in for surgery on (B)(6) 2012 to have the catheter removed.

Manufacturer narrative:
Method: sample was reported not available. The lot number was not provided, therefore the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. I-flow provides a caution on its IFU's which states the following: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for the black marking to ensure entire catheter was removed.